Event description:
The event description initially provided by the distributor stated: "the screw broke and was replaced. No adverse effects for the pt. A replacement device was immediately available to complete the surgery. No clinically relevant increase in the duration of the surgical procedure. Pt is ok." On (B)(6), 2012, orthofix srl rec'd the following info on the case: "date of surgery: (B)(6), 2011; date of screw breakage (screw a): (B)(6), 2012; date of re-intervention: (B)(6), 2012; date of second screw breakage (screw b): (B)(6), 2012; revision surgery: (B)(6), 2012." (B)(4).

Manufacturer narrative:
The second broken screw (also referred to as screw b) has not been made available for the technical investigation, until now. The x-rays of the case, rec'd on (B)(6), 2012, together with the results of the technical investigation performed on the screw made available (also referred to as screw a) were sent to our external medical evaluator for the clinical eval: "five of the 6 of the original screws had threads a little too long. The first screw to break (also referred to as screw a) had been inserted into a part of the bone that was very thick, and was subject to excessive torsional load during insertion which resulted in some plastic deformation in rotation. This will have weakened the screw and made subsequent fatigue failure more likely. Increasing the stiffness of the proximal clamp at the first revision will have put more load on the distal clamp, so the most vulnerable of these screws (the one nearest the osteotomy, also referred to screw b) broke in fatigue. The latest frame configuration is putting the most proximal distal screw at risk unless the bone heals quickly." Orthofix has requested further info on the case, such as code and lot of the second broken screw (also referred to as screw b, please kindly refer also to MFR report number 9680825-2012-00006), device availability for the failure investigation and pt's current health condition. As soon as this info will be available, orthofix srl will provide the f/u report. Orthofix srl continues monitoring the products on the market.